Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken due to penetration caused by scratches of the cable. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a no image was confirmed; a board failure was noted. The following additional findings were also noted: cable part flooded, deterioration of head imaging, head part switch non functional, bent scope mount head, scratches on head switch, cable part twist, penetration of cable damage on cable part, connector part crack, and corrosion and abrasion of contacts on connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that their camera head would not produce an image after it was connected. The procedure was a therapeutic stent replacement, and it was completed with a similar replacement device. There were no reports of patient or user harm associated with this event.